Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (sn (B)(4), lot 25484f, reader sn (B)(4). A repeat cue test performed on (B)(6) 2022 provided a positive result. On (B)(6) 2022, customer tested positive with the binaxnow covid-19 antigen test. Customer started having unspecified symptoms (B)(6) 2022 after potential exposure during travel and attending a large conference.